Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to an upgrade system procedure, patient was admitted to the hospital for sub-optimal defibrillation threshold conversion of ventricular tachycardia/ventricular fibrillation episode. Physician noted that appropriate therapy was delivered but not successful due to patient¿s single chamber system. Physician elected to implant a new cardiac resynchronization therapy with defibrillation (crt-d) device. The entire system was explanted, and a new system was implanted. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of inadequate hv output was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.